Manufacturer narrative:
Additional suspect medical device components involved in the event: model: db-1216, serial/lot: (B)(4), description: wilson I dbs 16 contact ipg kit.

Event description:
It was reported that three days following bilateral lead implantation the patient experienced minimal blood oozing from the right incision. A week following the lead implantation and prior to the ipg implantation, the incisions were reexamined by the physician and the incisions were healed. Thirteen days post lead implantation the patient experienced what was describes as a severe hardware infection. The patient reported tenderness over the extension wires incision and complained of headaches and cognitive issues. The patient was admitted into the hospital and a magnetic resonance imaging (MRI) was performed on the patients brain. The MRI showed a hematoma was present, cultures were also taken. The cultures showed the patient had an infection. The following day the physician decided to perform an explorative procedure along with irrigation and debridement of the wound along with the removal of the entire dbs system. The physician noted that pus was visible in the dermal stitches and the ipg pocket along with the retroauricular and bifrontal incisions. Following the procedure, the patient has recovered and has been discharged from the hospital.